Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges as yielding discrepant results. The customer used two different lots in the ER and lab. Customer stated that a pt was taken to the trauma ctr for cardiac cath based on I-stat ctni result of 0.57 at 15:10 with lot t11124. Repeat (same sample) on (B)(6) 2011 and resulted 0.48 with lot t11160. Customer states that site bases decision on one ctni, site does not repeat the ctni. Although the two I-stat results were consistently positive (0.57 and 0.48), the cardiac catheterization was reported to be negative. The same sample was sent to an outside lab and the ctni was 0.445. Outside lab method is unk.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.